Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the ECG module was disabled. The module indicated that no data was received from the system board, which then triggered recovery mode. Following unsuccessful recovery attempts, the module was ultimately disabled.

Manufacturer narrative:
Patient information updated. Event description updated. Information received indicates become aware date as 04jun2025.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the ECG module was disabled. The module indicated that no data was received from the system board, which then triggered recovery mode. Following unsuccessful recovery attempts, the module was ultimately disabled. Preliminary log file review determined a potential hardware problem. The device was in use at the time of the event, however no health consequences or impact were reported.